Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18 april 2016. Continued postal code initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, abscess, infection. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) additional observations: broken shell: found on the device, two sharps in the same location. No further actions are required as the device was implanted.

Event description:
Physician reports patient with "rupture/leak" on right side. Patient later reported "in 2016 the right implant ruptured after months of calls to hospital group I developed an abscess & then infection at this point they replaced implant." Device has been explanted and replaced.